Event description:
Information received a smiths medical cadd cassette reservoirs have had three patients returned with incidents of leaking around cassette when close to empty and on one occasion, during preparation of medication, the plastic bladder was leaking into the cassette. This incident occurred over a three week period. The lot failed during preparation is 3762088, exp 01/30/24. No patient adverse event was reported. No information on what medication was being infused.